Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urethrolysis. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent revision of previously placed mesh on (B)(6) 2008 concurrently with the implant due to chronic lower pelvic pain and recurrent urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2009 due to pain. It was reported that patient underwent a hysterectomy on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent mesh revision for previously placed pubovaginal sling, urethrolysis and cystoscopy due to chronic lower pelvic pain secondary to nerve entrapment due to her previous mesh placement and recurrent urinary incontinence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, vaginal scarring, and urgency.